Event description:
It was reported that this patient received two inappropriate shocks causing a burning sensation, after hugging a person during a hockey game, that apparently had electromagnetic interference (emi) sources on. However, the patient was subsequently rushed to the hospital, and after evaluations it was determined that the treated rhythm was an upper heart chamber arrhythmia. Technical services (ts) reviewed the case and suggested that if confirmation of emi vs upper chamber arrhythmia is desired, the episode should be sent for ts evaluation. The hospital reprogrammed the treatment zone as corrective action. This implantable electrode remains in service and no additional adverse patient effects were reported. Additional information was received that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was inappropriately shocked four times. This patient has already worked with their health care professional (hcp). This electrode remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.